Event description:
Information was received from a patient (pt)who was implanted with an implantable neurostimulator (ins). The pt reported that the ins had been taking a long time to charge, like two or three hours, and that the ins battery was draining quickly and only lasting like two days. Agent redirected pt to healthcare provider (hcp) to further address the ins taking longer to charge and the ins draining quicker. When asked for the event date, pt said that it had been months. Pt noted that they would be seeing their hcp next week. Agent suggested that the pt call hcp so that hcp could invite a rep into the appointment as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.